Manufacturer narrative:
(B)(4). B5: describe event or problem - correction/additional information g3: date received by mfg - additional information g6: type of report - updated/follow-up h2: type of follow up - correction/additional information h6 codes: type of investigation - additional information h10: corrected data.

Event description:
Subsequent to the initial MDR, a correction was updated on 10/23/2024.

Event description:
It was reported that missing sensor wire occurred. The sensor was inserted into the arm on (B)(6) 2024. The patient experienced a missing sensor wire which occurred the same day the sensor had been inserted in the arm. On october 3rd, the patient inserted a sensor that did not work, when she removed it, she realized that the wire was missing and presumably still inside her arm. The area was red and sore. She went to the hospital and was admitted due to a panic attack and discharged after a couple of hours there. She then went to a different hospital and the doctors refused to take the wire off on the same day. They performed an x-ray and there was no wire visible. The patient was treated with anti-anxiety medication as the patient was experiencing a panic attack due to the stuck wire. The patient was discharged after a couple of hours. At the time of the report the patient was fine and relieved that the wire was not stuck in the skin. No product was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).